Event description:
Medtronic received information that approximately 13 years post implant of the edwards aortic valve, the valve was replaced valve-in-valve due to stenosis and insufficiency. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)